Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed the phenomenon as the user facility commented. A part of the bending rubber of the subject device was missing. The retrieved fragment had a deficient partially. Any fragment that might not be retrieved would be possibly drained from the patient cavity, but it is unknown. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be determined, but it will be a possible cause that the subject device was contacted with a trocar strongly and the bending rubber was damaged.

Event description:
Olympus was informed that the user found that a part of the bending rubber of the subject device was missing when an unspecified therapeutic procedure was completed. The user found and retrieved the fragment about 1 mm times 4 mm square from a trocar. The user conducted an intraperitoneal cleaning for the patient. There was no report of patient injury associated with this report.